Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-03580. The pt received 2 scs leads with different lot numbers. It was reported the pt's stimulation is turning off by itself. It was also reported when the pt communicated with the scs ipg using her programmer, the scs ipg turned off. F/u identified lead diagnostics showed invalid impedance values for the scs lead. Additionally, x-rays identified lead migration. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.